Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten events of infusion set tubing was leaking at t:lock on (B)(6) 2024 . The infusion sets had been used for half day. The blood glucose level was high at the time of event; therefore the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
(B)(4) - device 10 of 10. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.